Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to high blood glucose (bg) levels of 17.9 mmol/l (322.2 mg/dl) and loss of consciousness. At the hospital, the patient was performed heart tests. No other information was provided on this event.